Manufacturer narrative:
Mml reference (B)(4). B2-other: pain/discomfort.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) and dehisced ipg pocket sites. The patient underwent a scheduled procedure to remove tissue that had started to form around the pocket wound. The surgeon irrigated and used vancomycin powder in the ipg pocket before closing the tissue layer with sutures. There was no report of patient harm or injury. The device manufacturing record showed no non-conformance that would affect the ipg discomfort experienced by the patient. The device remains implanted and functional.